Event description:
It was reported that the 6800 system intermittently had a low voltage or high current error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were cleaned and re-seated. The foot-switch was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.